Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-01828. It was reported that the right ventricular (rv) lead exhibited oversensing of noise via merlin.net transmission. The lead was capped and replaced on (B)(6) 2020. During the revision procedure, noise was continually observed on the new rv lead when it was inserted to the pacemaker even though no noise was present on the analyzer. It was then determined that the pacemaker header was causing the noise. The device was explanted and replaced. The patient was stable before, during and after the procedure.

Event description:
New information received notes that oversensing was observed on device.